Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss occurred. On the day of the event, the patient¿s spouse found the patient unconscious and administered glucagon. After a few moments, the patient regained consciousness, but the spouse called 911 for evaluation. The bg by emergency medical services was checked but the value was not remembered. Ems advised the patient drink juice drinks to bring the glucose up. After the patient was stable, ems departed. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).